Event description:
The sequential function of the sequential compression device failed resulting in only one of the two sides continuing to operate.manufacturer response for sequential compression device, vaso-force (per site reporter).====================== repair the unit at there repair depot and not provide repair parts so in house biomed could repair it.